Manufacturer narrative:
H2): additional information in section d: h2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000424, upn: 643169557680 and product ID: bi71000167, upn: 643169548893. H2): correction: codes b17 and c20 were removed from evaluation coding: h2) h3, h6) onsite functional and visual examination was performed by a manufacturer representative. Hardware parts were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Codes b01, c19, and previously reported code, d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: kit svc o2 bi71000167 cblasy dbl shldmvs kit svc o2 bi71000424 panel rearcab brkt h3) onsite functional and visual examination was performed by a manufacturer representative. The components were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the mobile view station (mvs) and image acquisition system (ias) had connection issues.  There was no patient involvement.